Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device had a red alert in latitude system with v-tachy mode programmed to value other than monitor plus therapy. Attempts to obtain additional information to find out reason of deactivating the ICD device was unsuccessful. This ICD device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.